Manufacturer narrative:
Insulin pump passed the self test and displacement test. No unexpected software error alarms during testing however, the formatted history file confirmed software error alarm, line number 16384 and file ID 19. Unable to determine the root cause per research &development.

Event description:
The customer reported via phone call that the insulin pump was blank, power went out as well as insulin pump error and insulin pump was damaged. Customer¿s blood glucose level was unknown. Customer stated that the put a new battery and still did not do anything and finally everything came back on. Customer was able to successfully clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete insulin pump rewind. Customer stated that they performed self test and test passed. Troubleshooting was performed. The insulin pump will be returned for analysis.